Event description:
It was reported that the lead was intermittently pacing below the patient's lower rate limit (lrl). Some t-wave oversensing (twos) was seen. The lead sensitivity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.